Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the user discovered discoloration of the gel when they checked the defibrillator pads. It was discovered before an electroconversion, but had no impact on patient outcome. The user changed to a new pair of pads.

Manufacturer narrative:
This report is based on information provided by philips distributor and has been investigated by the philips complaint handling team. Available details indicate that the customer reported the device's pads were discolored, found prior to use for a cardioversion. It was determined that there was no repair needed. The customer switched to different pads that didn't have discoloration and proceeded with the cardioversion, having no impact to user or patient. The device was returned to full functionality. The pads were requested for investigation. Based on the available details, the evaluation determined that an investigation was required. The pads were requested for investigation by philips ecr failure analysis. The customer replaced their pads. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer replaced the pads to resolve the issue. It has been concluded that no further action is required at this time. H3 other text : analysis of information provided by user/third-party.